Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs wil evaluate it/them and inform FDA of product(s) that do not pas inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject meter read inacurately high compared to another device. The reporter claimed obtaining blood glucose readings of ¿14.9, 11 and 17.3mmol/l¿ with the subject meter and ¿5.9, 9.9, and 9.0mmol/l¿ on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated diference of these glucose results exceeds lifescan¿s criteria for acuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.